Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/11/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Test transmitter voltage: fail. Performed share log review and no issues were found. The complaint could not be determined because the transmitter has no voltage. A root cause could not be determined.